Event description:
A series of seven folate samples initially resulted low and the repeated higher. All results are expressed in nmol/l. Sample 1 original result was 4, repeat result was 31.36, and repeated in early 2009 gave result of 27.06. Sample 2 original result was 5, repeat result was 28.50, and repeated the same day, gave result of 26.53. Sample 3 original result was 9.2, repeat result was 16.86, and repeated the same day, gave result of 12.97. Sample 4 original result was 3.5, repeat result was 18.40, and repeated same day, gave result of 15.50. Sample 5 original result was 3.6, repeat result was >45, and repeated the same day gave result of >45. Sample 6 original result was 4.5, repeat result was 32.38, and repeated the same day, gave result of 33.10. Sample 7 original result was 3, repeat result was 42.99, and repeated same day gave result of 43.5. No information was provided to determine if erroneous result was reported or if patients were adversely affected. The field service representative confirmed an s/r probe malfunction. He noted a major s/r misalignment at many positions, the clot detector was not working, and was changed, and loose tube fitting in the sr line. Since the fsr visit, no s/r pipetting problems have reoccurred. The customer is checking and repeating all low results, all repeated results have confirmed as accurate.